Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level was 210-220 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.